Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer received a new insulin pump about 2 months ago but she has been running high with ketones every day with numbers over 400 mg/dl. Caller stated that the customer's blood glucose was over 400 mg/dl at the time of the incident and her current blood glucose was 114 mg/dl. Customer stated that she feels like she is going to throw up and is very cranky. Customer stated that she has a back-up plan of levimir and injections. Caller stated that the drive support cap appears normal. Customer stated that her doctor changed all of her settings. Caller performed the high pressure test and the pump passed. Customer was advised to do a complete set change. Caller mentioned that the customer's blood glucose was over 600 mg/dl on friday and she kept changing the infusion set. Customer's mother stated that the doctor suggested that the pump may not be working properly. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted. Device had minor scratched display window.